Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxi 800 access instrument. The initial accu tni result was 0.88ng/ml. The patient's original sample was re-tested for accu tni on the dxi instrument and on different instrument in the customer's lab. The repeated accu tni results were 0.00ng/ml from both instruments. A fresh sample was collected from the patient and tested for accu tni on both instruments; 2 results of 0.00ng/ml were obtained. The customer then ran another sample (serum) from this patient for accu tni on both instruments. The accu tni result obtained from the dxi instrument was 1.80ng/ml and 0.00ng/ml from the other instrument. It is unknown if the erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary (post event): qc was within customer's specifications prior to and after the event. The specimens were collected in bd, lithium heparin tubes and centrifuged at 2,279 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer lab on 06/22/06. The fse performed field diagnostic testing which passed. The fse performed maintenance of the incubator module. The fse verified that the instrument was operating per established procedures. The fse reviewed sample handling procedures with customer. A clear root cause in this event has not been determined. A malfunction will be assumed for the purpose of this report.